Event description:
Mentor saline implants made me sick. Placed in 1998 and explanted (B)(6) 2016. Fibromyalgia, joint pain, tired, connective tissue disease, dystonia, dry itchy skin, 0 tolerance for sun, burning feet. Diagnosis: fixing body anomaly.